Event description:
Customer stated the needle was pulling off the suture when making a pass through the tissue. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700689-00

Manufacturer narrative:
A batch history record review was conducted and there is no indication of a process event which relates to the nature of the complaint. All release criteria were met.